Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Maude event report #mw5067552.

Event description:
It was reported that during an unknown procedure; the staple line was not complete. The surgeon used sutures to complete the closure. There were no adverse patient consequences reported. The device will not be returned.